Event description:
It was reported that following a surgical procedure wherein the ipg was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue and therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.